Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6). Updated fields: b4, g3, g6, h2, h11. Corrected fields: d5, e1 (name and mail ID), e4.

Manufacturer narrative:
Updated fields: b3, b4, e2, e3, e4, d9, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. It was discovered that during preventative maintenance (pm), the cardiosave intra aortic balloon pump (iabp) has a damaged fiber optic connector port. There was no patient involvement reported. A getinge field service engineer (fse) cblassy, fosensorextension (0012-00-1562). The fse performed all safety and functionality checks completed and passed to factory specifications. Unit was cleared for use. Based on the device evaluation, the issue was resolved by replacing the fiber optic connection port. The most probable root cause could be component reliability, excessive stress or fatigue. The field service engineer had mentioned in the service order that this is customer abuse of unit. However, a root cause of the malfunctioning part could not be determined since it was not returned. The following was performed by (B)(4), technician of the maquet failure analysis and testing (fat) department, wayne. The failure analysis and testing department received the following part associated with this complaint: pn: 0012-00-1562 rev e, sn: (B)(6)_ram cbl assy, fo sensor extension this part was received with a reported unit failure message of ¿fiber optic port broken.¿ the failure analysis and testing department performed a visual inspection, and the parts was broken (blue connector port). The fat dept. Verified the failure message of ¿fiber optic port broken.¿ retaining cbl assy, fo sensor extension in the fat dept. Per procedure (B)(4).

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) had fiber optic connection port is damaged. No patient involvement. No harm.